Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction of foreign objects in the nozzle was found to be due to insufficient cleaning. The additional evaluation findings are as follows: due to clogging of nozzle, water removal ability did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, air supply volume did not meet the standard value, due to wear of angle wire, the play of upward and downward angulation control knob was out of the standard value, due to wear of angle wire, the bending angle in up direction did not meet the standard value, due to a dent on scope cover, water tightness was lost. The adhesive on bending section cover had a scratch, crack and the scope cover, the protector of universal cord on s-connector side, the lock engagement lever, the up/down knob, the scope connector, the universal cord, the plastic distal end cover, the grip, the scope cover, and the connecting tube, all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air/water leakages. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.